Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator screen was black at the power start-up, that the all trouble lamp did not light, and that there was no alarm sound. The ventilator was not in patient use at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.